Event description:
It was reported that the foot section was inoperable. The foot board section fell down on its own and then locked up where you could not use the red release handles. No adverse consequences alleged.